Event description:
The st. Jude representative phoned to report that the lead was exhibiting noise, resulting in inappropriate shocks. The noise was not reproduced with patient movement or physical manipulation of the ICD. The lead will be explanted and returned for analysis.